Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the device made a sound and alarmed failed battery test alarm. Customer's blood glucose was 300 mg/dl. Customer mentioned the numbers were ramping when buttons were pressed. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery tests. No failed battery test alarms were noted. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. All buttons functioned properly. However, found corroded keypad traces. No unexpected numbers ramping during testing was noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a broken belt clip slot at the battery tube side, cracked battery tube threads and a scratched reservoir tube window.